Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a cori-assisted tha, after registering the fossa surgeon received error to re-register the treated asis on the real intelligence cori. Surgeon tried to recollect multiple times, however, could not bypass error. Surgeon tried to register and received same error twice. Surgery was performed after a non-significant delay, changing to manual procedure. No further complications were reported.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. Screenshots and system log files provided were reviewed with the technical support team. The reported problem was confirmed. The software ran into a plausibility check avoiding an inaccurate calculation of the pelvis model and reference frame based on a "less than ideal registration". The distance between where the asis was registered and the calculated hip cor was 59 mm. Re-registration resulted in the same error with distances around 60 mm. Anatomically, the average distance between the center of rotation and the asis (treated side) is larger than that (somewhere around 80¿100 mm acc. To literature). The sw would have accepted a distance larger than 66 mm. The most likely cause of this event is associated with the user locating/identifying the asis landmark too far inferiorly. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.